Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016, on behalf of the patient, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the patient is under 2 years of age and patient did not enter fingerstick values promptly and accurately. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the instructions for use for the animas® vibe insulin pump and cgm system states: the sensor and transmitter do not replace a blood glucose meter. The sensor and transmitter are not to be used during pregnancy or while on dialysis. Sensor placement is only approved for sites under the skin of the belly (abdomen) in adults and the belly or upper buttocks for ages 2 to 17 (pediatrics). It was also reported the patient did not enter values promptly. The instructions for use for the animas® vibe insulin pump and cgm system states: to calibrate the dexcom g4 platinum sensor and transmitter, you must enter the exact bg value that your bg meter displays within 5 minutes of a carefully performed bg measurement. Entering incorrect bg values or bg values from more than 5 minutes ago could result in inaccurate sensor glucose readings. However, a root cause for the reported inaccuracies cannot be determined.